Event description:
It was reported that a continu-flo solution sets spike was broken off at the drip chamber. This malfunction was identified when the set was removed from the case before use. The spike's protective cap was intact. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device is not available for evaluation. A follow-up report will be filed upon completion of the investigation, or if any additional relevant information becomes available.